Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that outside box had expiration date of 31aug2026, but the foley catheters in the box expired on 30apr2024. It was the same on both boxes. Per follow up response via email on 14jun2024, it was reported that no patient injury occurred. Customer noticed this when they took them out of the box. They had 2 boxes.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted eight unopened (with original packaging), silastic foley and two silastic catheters in opened packaging. Visual inspection of the outer box of the samples showed the expiry date as (2026aug31) and the catheter packaging expiry date as (2024apr30). According to jde, per lot#ngjq1723 the release date: 08apr2024 and the expiration date: 31aug2026. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wrong label put on package. DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Do not use if package is damaged. Bard, bardex, and lubricath are trademarks and/or registered trademarks of c. R. Bard, inc. Single use do not resterilize manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Keep away from sunlight. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that outside box had expiration date of 31aug2026, but the foley catheters in the box expired on 30apr2024. It was the same on both boxes (batch#ngjq1723 and batch#unk). Per follow up response via email on 14jun2024, it was reported that no patient injury occurred. Customer noticed this when they took them out of the box. They had 2 boxes.